Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that two days post implant follow up evaluation revealed that the atrial lead had dislodged. The atrial lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.